Event description:
Philips received a customer complaint regarding a v200 ventilator reporting an intermittent black screen. The issue occurred during extended display, workstation, peripheral equipment operation, ups, patient monitoring, and ECG, with no accessories connected. The observed behavior was a system black screen. This affected the user¿s ability to perform diagnostic or operational checks; however, there was no patient impact, as no patient was involved at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the device is end of life (eol), therefore, no repairs were completed by the field service engineer as the customer declined service and repair. It could not be determined if it failed to meet specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.